Event description:
This report is filed as the patient went into cardiogenic shock during the procedure, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with ischemic, post-infarction functional mitral regurgitation (mr) grade 4+, with mitral annular calcification. Two mitraclips were implanted without a device malfunction, reducing the mr to grade 1+. During the procedure, the patient became hemodynamically unstable and went into cardiogenic shock with acute on chronic respiratory failure. The event required medications, including vasopressors, additional hospitalization, and prolonged intubation. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The mitraclip remains implanted and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported adverse patient effect or device malfunction related to the mitraclip device. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2: event unrelated to the device - outcomes removed medical device problem code 2993 - removed health effect - clinical code 2262, 1914, 2484 - removed . Health effect - impact code 4644, 4641, 4607 - removed.

Event description:
Subsequent to the initial report, the following information was received:on 01/05/2022, a follow-up echocardiogram was performed. Mild mitral regurgitation (mr) was observed without any device malfunction. Per physician, the event has been deemed unrelated to the mitraclip devices.